Event description:
Endoscopic multiple clip applier 5mm malfunctioned while in use in pt during the clipping of the bile duct. No harm to pt and no clip free floating in pt. FDA safety report ID # (B)(4).